Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging of headache,sleepiness,dizziness and conjunctivitis. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused the patient to have headache,sleepiness,dizziness and conjunctivitis. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An external visual inspection was performed by the manufacturer. The manufacturer found evidence of yellowish, white colored talc-like contaminant in the air inlet port and in the air-path. An internal visual inspection was completed by the manufacturer. The manufacturer found evidence of yellowish white colored talc-like contaminant inside of the device and in the devices air-path. The manufacturer also found the contaminate on the outer side of the blower motor/sound abatement foam housing, on the inside portion of the ui panel, on the inside portion of the rear panel, on the inside portion of the bottom enclosure along with the white powder in the blower motor and blower box. The device's downloaded event log was reviewed by the manufacturer and found no error. The manufacturer concludes no evidence of sound abatement foam degradation or breakdown. The manufacturer confirmed the yellowish white talc like powder contamination sourced external to the device. In the initial report clinical code for dizziness was not mentioned which has been updated in this report.